Event description:
It was reported that the pump screen was cracked and unresponsive, rendering the touchscreen black and unusable. A blood glucose value of 100 mg/dl was recorded, which is within the normal range. The customer acknowledged the issue and arranged for the pump to be returned. A replacement pump has been assigned and is expected to be sent to the customer.